Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The patient was reported to have a very short reverse funnel calcified aortic neck. It was reported that the physician attempted to implant the stent graft system. Following the procedure, the final angiogram revealed a type ia endoleak. The proximal end of the graft was ballooned again with a reliant balloon, which reduced but did not completely resolve the endoleak. The physician decided against further intervention. No additional clinical sequelae were reported and the patient will be monitored. A review of returned films pre-implant revealed that the proximal neck was angulated 55deg r-l, approximately 1cm long, and severely calcified. The 5cm maximum diameter aaa was lined with calcification and contained thrombus. The distal aortic diameter was 15mm and calcified, and the iliacs were also calcified bilaterally. Images during and post-implant were not provided. The cause of the reported type 1a endoleak is unknown. It is likely that the short and calcified proximal neck may have contributed.

Manufacturer narrative:
It was reported that the endoleak has resolved.